Event description:
The customer contacted physio-control to report that their device unexpectedly loss power. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio control evaluated the customers device and verified that an unexpected loss of power had occurred. They were unable to duplicate or verify that the device would not power on and did not determine the root cause of this issue. Physio replaced the device's power pcb assembly, battery wire harness assembly, and battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio performed voltage drop measurements which indicated that worn battery pins were a root cause of the reported issue and fretting corrosion on the jack connector, designator j11, on the power pcb and the plug connector, designator p11, on the battery power cable assembly were a root cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly loss power. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.